Event description:
It was reported during the implant procedure, that the lead was stuck in a safe sheath 9 fr introducer. It was also reported that when the sheath was peeled away, the lead was removed and appeared that the insulation near the proximal end of the proximal coil had been compromised. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed blood in/on the helix/lobe mechanism.